Manufacturer narrative:
Continuation of d10: product ID: 6075 product type: implantable cardioverter defibrillator (ICD). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, after completion of a cavotricuspid isthmus line with radiofrequency lesions, a single pulsed field lesion was delivered at the inferior vena cava near the implantable cardioverter defibrillator lead, and a suspected cardiovascular implantable electronic device interaction was noted. Hemodynamically stable, monomorphic ventricular tachycardia was induced during the procedure, and the procedure was temporarily interrupted. Pacing was attempted via the right ventricular lead at a rate faster than the ventricular tachycardia and was unsuccessful, after which cardioversion was performed and successfully terminated the ventricular tachycardia with return to sinus rhythm. The case was completed. No further patient complications have been reported as a result of this event.